Manufacturer narrative:
H11: as the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that elevation driver initiated a calibration by itself and will not respond to any attempt to perform a sample or prime function. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected, and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the elevation driver serial number (B)(6) was received at the bd-bard global service & repair. The elevation driver was visually inspected upon receipt and was found to be damaged. The device was functionally tested and failed the tests as the driver initiates a calibration by itself and will not respond to any attempt to perform a sample or prime function identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be confirmed for the reported self-activation issue. The root cause for reported self-activation issue could not be determined based on the provided information. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. E3, g2, g3, h6 (method, result, conclusion). Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that elevation driver initiated a calibration by itself and will not respond to any attempt to perform a sample or prime function. There was no patient contact.